Event description:
Patient reported via medwatch "stabbing pain, lymph nodes swelled to size of golf balls, frequent migraines, constantly exhausted, and inflammation". The device has been explanted. This relates to an unknown side.

Manufacturer narrative:
In response to FDA report number: mw5111371. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.